Event description:
It was reported that when the device was used during a laparoscopic colectomy, the cartridge in the device failed to make a complete staple line. The surgeon made a lower midline incision and completed the procedure (convert to open). There was no other consequence to the patient.